Event description:
A customer contacted baxter's technical service center and reported receiving a low drain volume alarm on the homechoice (hc) machine during the initial drain cycle. The technical service representative (tsr) assisted the home patient (hp). The hp states that there are some large air pockets in the patient line. The tsr advised the hp to start over with new supplies. The hp also states that the hc is set on the floor. The tsr explained to the hp that the hc needs to be level with the bed. The hp is going to set the hc up on a table and then set up with new supplies. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be conducted. Should the sample become available, or any additional information received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter product surveillance left a detailed message regarding the air in line with the receptionist as the clinic nurse was unavailable. Product surveillance advised to have the nurse call back to report any patient injury or medical intervention associated with this event. No further information is available. No patient injury or medical intervention was indicated at the time of the report. This report for a low drain volume alarm was not confirmed due to a lack of sample. Per the complaint information, the cause was determined to be user error. A batch review was not performed since lot number was not available. Labeling review was found to be adequate for the use error identified in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).